Event description:
It was reported that, when an asymptomatic patient presented in hospital for normal eri change out, externalized conductors were observed. The lead was capped and replaced. The patient condition was normal following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.